Event description:
It was reported that the lcd display was blacked out. No patient involvement was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked liquid crystal display (lcd) and corroded drain fitting. Functional testing found the display was damaged physically due to impact of being dropped. Replaced the damaged pcb which contains the liquid crystal display (lcd), also replaced the corroded drain fitting. Device passed all functional testing. The root cause of the reported issue was found to be customer damage.